Event description:
It was reported that the implantable cardioverter defibrillator (ICD) was not binning intervals for ventricular tachycardia episodes. Upon review the ICD was noted to still deliver therapy appropriately. The device was being monitored. The patient was stable throughout.